Event description:
Heartmate ii lvad patient presented to emergency room (B)(6) 2019 with low flow alarms on controller. Upon device interrogation, patient noted to have multiple pump stops. Patient hemodynamically stable and admitted to hospital for observation and further work-up. Abbott engineers at hospital (B)(4) 2019 to attempt external driveline repair, however patient made decision not to pursue line replacement as high likelihood the repair would not fix the pump stops (fracture felt to be on the inside of body, no focal area of damage able to be pin-pointed on x-ray). Patient discharged from hospital shortly after, with pump stops still occuring. On (B)(6) 2019 22:00- patient returned to emergency department via ambulance with low flow alarms on controller, same issue as happening above - patient is having pump stops related to a phase to phase short within her driveline. Area of fracture (internal/external) unknown. Heartmate ii pump stopped sometime between 21:30-22:30 and did not restart. Patient was cared for and monitored in cicu, remained stable with life support device off. 2/3 am pump has been stopped for more than 8 plus hours, controller removed from driveline so pump is unable to accidentally restart. Patient observed in hospital for a few more days and then sent home on palliative care and inotrope support for symptom management of end stage heart failure. FDA safety report ID # (B)(4).